Event description:
A call placed to technical services on 06/16/2016, reported that this rv lead was implanted on (B)(6) 2016. It was reported that it was used as temporary wire. The physician was dr. (B)(6), at (B)(6) hospital. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).